Event description:
In a heart catheterization procedure, two medtronic mustang wires were inserted across an left anterior descending lesion. Ave stents were deployed across proximal left anterior descending lesion. Post-dilitation of stents was done with ranger, post injection with wires across the lesion done. Two wires were pulled back with mustang wire #1 removed sucessfully into guide, mustang wire #2 met with resistance when pulled back, under fluro naked tip of wire was observed remaining in proximal left anterior descending. Recrossed left anterior descending with scimed choice-floppy wire. Attempted to cross with mustang wire #3 were unsuccessful, and naked tip of wire #3 was left in proximal left anterior descending. Discussion followed with another dr and decision was made to proceed with surgery. The pt was transferred directly to surgery for a coronary artery bypass. The left anterior descending was bypassed with a vein and good flows were obtained. The operation went normally and the pt was transferred to critical care unit in fair condition.